Event description:
Reporter stated that her husband received a letter from walmart stating that his abbott freestyle libre 3 sensor has been recalled. She stated that the device reads low all the time and deffective.